Event description:
Consumer was using the gum deep clean toothbrush and the bristles separated from the brush and became lodged between her teeth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.